Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was experienced high blood glucose as well as low blood glucose. The customer¿s blood glucose level was 411 mg/dl, 50 mg/dl, 55 mg/dl, 60 mg/dl, 88 mg/dl, 65 mg/dl. The customer was treated with food for low blood glucose. It was unknown whether the customer was using auto mode at the time of reported event. The customer declined troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.